Event description:
The customer reported that the filter board on the 7900 system generator needed to be replaced. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The generator filter board was replaced. The system operates as intended.